Event description:
It was reported that the right ventricular lead was having difficulty sensing r-waves in several positions. Once positioned the lead had high impedance. The lead was removed. Upon removal the helix jumped out in the physician's hand. The lead was replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the right ventricular lead was having difficulty sensing r-waves in several positions. Once positioned, the lead had high impedance. The lead was removed. Upon removal the helix jumped out in the physician's hand. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a tip seal observation. Damaged at implant. The lead was returned with fully extended, stretched and bent helix. The device is part of the advisory for this model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.analysis of the device is in process; the results will be forwarded when available.